Event description:
New information received states the lead fracture was discovered during a routine follow-up following a generator changeout. The patient had experienced an unrelated event that was also addressed with surgery. The patient tolerated the replacement procedure well and will return for a normal follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to lead fracture. No further information is available.